Event description:
Customer reported via phone, he was calling back after allowing the insulin pump to reset for a two hour period. Once customer inserted the battery the device turned on but then went blank again. Customer's blood glucose was 375 mg/dl. The device alarmed watchdog timed out and the device did not return to its normal function. Customer inserted a new battery and the display did not return. Customer was advised to revert to back up plan and the device need to be replaced. He agreed to return the device for further analysis. Troubleshooting for unexpected restart was also done.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed a21 test and no unexpected a21 error alarm or e13 alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.